Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received without cap nor needle. No defect observed.

Event description:
Healthcare professional reported that with one syringe of juvéderm® ultra plus xc, ¿the needle popped off and the product spilled on the patient.¿ patient contact was made. No injury to the patient, staff, or injector. It was reported that the packaged needle was screwed on but not used.

Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that with one syringe of juvéderm® ultra plus xc, ¿the needle popped off and the product spilled on the patient.¿ patient contact was made. No injury to the patient, staff, or injector. It was reported that the packaged needle was screwed on but not used.